Event description:
The customer reported that the machine gives 1.3 to 1.4 mm more axial length readings. The machine has been tested with the calibration testing block. The readings show 1.4 mm more than reading mentioned on the calibration block. The machine has been tested with the two known good probes with which machine still gives higher axial length readings. Around 100 patients were affected; bad postoperative results. Patients were implanted with 3 to 3.5 diopters less power of iol than required. Patient identification and final outcome has not been provided to date. Additional information has been requested, and additional reports will be provided as needed.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 06/15/2007.